Event description:
It was reported to boston scientific on (B)(4) 2010: "upon removing it from the shelf, they noticed the package was open." Sales representative has no other information about this complaint.

Manufacturer narrative:
During the as received visual inspection of the catheters' packaging, the unit carton was not return. The catheter was received inside a sealed plastic bag with blazer complaint (B)(4)in a separate zip lock plastic bag both complaints were inside a zip lock plastic bag. A review of the manufacturing documentation for the related batch found that no anomalies or deviations potentially related to the event occurred during manufacturing. During similar complaints review, no similar complaints were found for this batch number. The blazer dfu (B)(4)states the following: "warning": do not use if sterile barrier is damaged. If damage is found, call your boston scientific representative. The original device packaging was not returned with the complaint unit, and we were unable to obtain specific information that indicated what part of the package , unit box or pouch was open . The root cause of the complaint could not be determined . Per the straight tray packaging inspection, the entire pouch is visually verified to be free of holes, cuts, tears, or other suspected flaws that might interfere with pouch function. This inspection is performed 100%. Any pouch packaging defects would be caught during this process. Since no information received indicated that the it was the pouch that was opened it is possible that the pouch was intact and the box was open . As part of the straight tray boxing and labeling process, steps are taken to ensure that the device carton is sealed. An open box could occur during handling of the device by the customer. Since were are unable to determine the root cause of the complaint, the most probable root cause can not be determined .

Manufacturer narrative:
Device is expected to be returned, a follow-up report will be submitted once investigation is completed. Device has not been received.

Event description:
It was reported to boston scientific on (B)(6) 2010 that: "upon removing it from the shelf, they noticed the package was open."